Event description:
As reported, a ventralight st w/ echo ps was used during a laparoscopic ventral hernia repair procedure on (B)(6) 2024. It was reported that the yellow anchor of ventralight st w/ echo ps detached and fell into the patient. It was also reported that yellow anchor was retrieved and the procedure was completed. There was no patient injury.

Manufacturer narrative:
As reported, the yellow anchor from the ventralight st echo ps detached, fell into patient, and was retrieved. Returned for evaluation was the detached yellow anchor. The inflation tubing, and balloon were not included with the return. Evaluation of the returned sample finds no tubing remaining within the anchor as it has detached in full, from the tube. Weld marks (indents) are present indicating the anchor was welded onto the tubing. Based on the event reported and not having the complete sample returned for evaluation, a definitive conclusion cannot be made. However, it is likely the anchor detached due to forces applied while in use. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 189 units released for distribution in april 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the yellow anchor from the ventralight st echo ps detached, fell into patient, and was retrieved. Returned for evaluation was the detached yellow anchor. The inflation tubing, and balloon were not included with the return. Evaluation of the returned sample finds no tubing remaining within the anchor as it has detached in full, from the tube. Weld marks (indents) are present indicating the anchor was welded onto the tubing. Based on the event reported and not having the complete sample returned for evaluation, a definitive conclusion cannot be made. However, it is likely the anchor detached due to forces applied while in use. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april 2024. Addendum: h11: this supplemental MDR is submitted to document the information provided through medsun report. Updated fields: a2 (age at time of event), a3, b4, g2, g3, g6, h2, h3, h10, h11 corrected field: e4. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a ventralight st w/ echo ps was used during a laparoscopic ventral hernia repair procedure on (B)(6) 2024. It was reported that the yellow anchor of ventralight st w/ echo ps detached and fell into the patient. It was also reported that yellow anchor was retrieved, and the procedure was completed. There was no patient injury.